Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump was under delivering insulin and the blood glucose is high in between range of 300 - 400 mg/dl.. The customer's blood glucose at the time of incident was over 400 mg/dl, current blood glucose is 153 mg/dl. The customer was neither hospitalized nor admitted for high blood glucose. The customer treated their high blood glucose level with insulin pump. The high pressure test was performed and insulin pump passed high pressure test. The customer was advised that the replace the insulin pump. The insulin pump will not be returned for analysis.